Event description:
It was reported that the patient had a fall four months ago and reported being unable to run therapy sessions for the past two weeks and reported that the patient's lower back pain has returned. The clinical specialist troubleshot the issue and confirmed that the right lead had an out-of-range/high impedance failure. The patient was reprogrammed with the remaining working electrode to allow the patient to initiate bilateral stimulation. The doctor was notified and scheduled a revision surgery to replace the right lead. The device was removed, and a new lead was implanted without complications. There was no report of patient harm or injury. Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). The removed part was damaged during the explant and discarded by the hospital staff. Therefore, no device analysis can be performed. The device history record was reviewed. No non-conformance's were found to be associated with the device.

Manufacturer narrative:
Mml reference: (B)(4)